Event description:
Boston scientific received information that the right ventricular (rv) lead shock impedance measurement was 17 ohms, with pacing impedance measurements of 1,718 ohms. A revision procedure for a routine device replacement was performed. Upon opening of the device pocket, much calcification was observed, which the physician cleaned out. The physician connected the rv lead to the pacing system analyzer (psa) and pacing impedance measurements were within acceptable limits. The rv lead was connected to the new device and the shock impedance measurement was 63 ohms. Pacing impedance measurements were within acceptable limits. Commanded shocks were performed, resulting in impedance measurements within acceptable limits. The rv lead remains implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.